Event description:
Patient was being transferred from bed to wheelchair using the ceiling lift using the ceiling mounted hoyer system. Patient was lowered to the chair and unhooked from hoyer. The staff member assisting was moving the hoyer lift aside and the lifting mechanism fell off the rails. No injury to the patient. When the lift was inspected against another lift, the 2 new lifts were missing the guardrail which prevents the lift from coming off the track. Manufacturer was notified.